Event description:
Adverse event(s): "induced astigmatism" (blurred vision). Product problem(s): "none reported" (no info). An ophthalmic technician reports a pt has induced astigmatism in the left eye following refractive surgery over an iol implant. The surgeon's target was -.25 sphere and at 5 weeks post-op the manifest refractive was +.25 - 1.50 x 158. Bcva improved one line. The safety and effectiveness of this laser system has not been established for patients was previous corneal or intraocular surgery.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).